Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 3ml syringe luer-lok¿ had misprinted markings, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7239799 (p/n 309658): manufacturing dates: 09/01/2017 to 09/02/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7239799 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.